Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The customer later confirmed that the device was repaired by a third party service agent and the device has been returned to use. It is unknown what repairs were performed on the device. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the service indicator is present on their device and the device is indicating connect electrodes. There was no patient use associated with the reported event.